Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s pump was used to infuse gablofen and that the patient ¿was on a very low dose and needed an increase in dosage.¿ the hcp stated that the patient¿s parents had been concerned that the patient started getting very tight and showed a lot of posturing about 3 ½ to 4 months after prior refills. The hcp had decided to change the concentration of medication so that the patient would need to be seen more frequently and that would be the ¿next step to increasing dosage.¿ the hcp noted that the patient¿s parents were concerned about going up on the dosage ¿as he still struggled with neck control and neck strength.¿ after the change in concentration the patient had significant increase in spasticity/tone, seemed more agitated, and the patient¿s mother was ¿concerned of possible pump failure.¿ the patient was prescribed oral baclofen at the time which gave some relief though tone was still increased. An abdominal x-ray showed the pump had complete congruity and no area of disconnection was found. A (B)(6) bolus was given and the hcp increased the daily dose by (B)(6) (from 315.3 to 345.9 mcg/day). The patient was observed following the bolus over 45 minutes and ¿relaxed immediately and tones significantly improved.¿ taken together with the x-ray results, there were no concerns for any pump or catheter issues per the hcp, and the infusion system appeared to be working well. The hcp reported that the next evaluation was planned for (B)(6) 2015. The issue was reportedly resolved; the patient had improved relief and recovered without permanent impairment.

Event description:
It was reported that a healthcare professional (hcp) recently made a dose change (from 2000 mcg/ml down to 1000 mcg/ml) stating that the dose stayed the same and the patient was very uncomfortable. The reporter noted that the patient had oral meds which were helping. The reporter was ¿worried that they were doing something wrong¿ and wanted a manufacturer¿s representative to verify that they did everything right and that the dose didn¿t need to change because it seemed they cut the dose in half. The pump was used to infuse baclofen (unknown). No intervention or outcome was reported for this event. Follow up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8711, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).